Event description:
Same case as MDR ID #2134265-2014-02153. It was reported that stent damage post deployment occurred. The target lesion was located in the diagonal vessel. After a positive fractional flow reserve (ffr) procedure, a 300cm pt² guide wire was selected and advanced to the target lesion where a 2.75 x 16 promus element plus stent was deployed. The physician "thought" he was removing the non bsc ffr wire from the lad, however, the guide wire was taken out of the diagonal artery. While removing the guide wire, the physician felt a "little" resistance. After the guide wire was removed, it was noted that it had unraveled and caught the distal portion of the stent. The entire stent was pulled out of the first diagonal vessel and into the guide. The stent and the guide wire became "entangled" and the stent was damaged. The physician proceeded to rewire the diagonal vessel with a non-bsc ffr wire. Post dilation was performed using an unspecified size nc balloon catheter and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: received for analysis was a stretched, detached stent. The stretched stent measured 4.2cm in length. The stent struts were stretched and misaligned. The delivery device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the diagonal vessel. After a positive fractional flow reserve (ffr) procedure, a 300cm pt²¿ guide wire was selected and advanced to the target lesion where a 2.75 x 16 promus element¿ plus stent was deployed. The physician "thought" he was removing the non bsc ffr wire from the lad, however, the guide wire was taken out of the diagonal artery. While removing the guide wire, the physician felt a "little" resistance. After the guide wire was removed, it was noted that it had unraveled and caught the distal portion of the stent. The entire stent was pulled out of the first diagonal vessel and into the guide. The stent and the guide wire became "entangled" and the stent was damaged. The physician proceeded to rewire the diagonal vessel with a non-bsc ffr wire. Post dilation was performed using an unspecified size nc balloon catheter and the procedure was completed. No further patient complications were reported and the patient's status was stable.